Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood level with 480 mg/dl, at the time of incidence. Customer reported that they received insulin flow block alarm. Customer was waked up with 490 mg/dl blood glucose level. Customer reported that they had high blood glucose level of 430 mg/dl. Customer was treated with bolus and through injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose level. Customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.